Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6 and h11. The customer contacted olympus technical assistance support via phone. Olympus technical assistance support provided remote troubleshooting and the customer explained, the image went blank. The customer was advised to reseat the maj-1941 cable; the cable had dust on the contact pins. Customer cleaned the pins and reseated the cable. The unit was working fine now. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had unit shut off and the image went blank, during unspecified procedure. There were no reports of patient harm.